Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. The currents are within specification. No a33 alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped, dropped or exposed to moisture. Drive support cap appears normal. Blood glucose value is prior to the incident was 7.8 mmol/l; last value was 11.2 mg/dl. Nothing further reported.